Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and high sensing integrity counter (sic) with possible oversensing and undersensing also observed on the stored electrograms. In addition, it was noted that the patient received a possible inappropriate shock for an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the device as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.